Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had no motor error alarm noted during testing. The motor passed motor test. The insulin pump passed the self test. No unexpected dashes on the display during testing. The insulin pump was received with broken reservoir tube lip, broken belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm. The customer's mother reported that the insulin pump had crack and part missing. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that the insulin was squirting out during the manual prime process. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother performed displacement test and self test. The customer's mother stated that they saw dashes during displacement test. The customer's mother stated that the insulin pump passed self test. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.